Event description:
While performing preventative maintenance on the device, the customer discovered that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.